Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the screen backlight was dimmer and intermittent, and there was no sound from the pump to alert when there was no delivery or when the reservoir was running low. The customer also received unexplained no delivery alarms, and the pump had locked up and become unresponsive, requiring it to be turned off and then back on. The customer reported no adverse event. The event involved product(s) mmt-1880l, unk_reservoir, and unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, unk_reservoir, and unomedical.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests and the audible alarm was heard. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Adjusted the display options brightness from 1-5 and each setting functioned properly. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (52 units). Several boluses were programmed and delivered. The low reservoir alarm (visual and audio) activated properly at 17.0 units left. Programmed additional bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 15-unit bolus delivery and the pump alarmed reservoir detected properly. No audio alarm, display brightness, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. A review of the pump history file reveals a total of three (3) no delivery (insulin flow blocked) alarms ((B)(6) 2025) during manual bolus deliveries. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, cracked battery tube threads, and pillowing keypad overlay. The pump passed all functional testing. The unexplained insulin flow blocked alarm, no alert sound when an insulin flow blocked alarm triggers and when the reservoir is running low, screen backlight seems dimmer, and pump locking up/unresponsive complaints are all not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.